Event description:
Information was received from a patient with an implanted neurostimulator (ins). They reported that the device had been explanted and returned due to a lead migration and constant pain at the battery site.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va2ml7a021 product type lead product ID 977a260 lot# v a2ml7a023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-jul-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 06-jul-2026, UDI#: (B)(4). H3: at the time of the return there was no device complaint. Analysis was not required. Upon the receival of the new information analysis will be reopened and updated accordingly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.